Manufacturer narrative:
CAPA 138841 has been initiated to investigate this issue.

Event description:
The device is included in the fa-q424-hf-3 heart failure cloud fmr migration ¿ hospital system (cm3100) unable to send readings initiated on (B)(6) 2024.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The hospital system was unable to transmit the calibration and initial readings after a cardiomems implant procedure. Because the hospital system would not connect, the rep could not pair the patient electronic system to the patient. The patient remained in the hospital until the issue could be resolved. The patient was discharged from the hospital, and the patient electronic system was successfully paired.